Event description:
Patient reported the infusion device shut-down without providing an alert or error message and the vibra alert makes abnormal noises. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display print/processor print is broken, and this caused a short circuit in the pump electronics. The short circuit forced the insulin pump to shut down without any error. The vibra does not function. The vibra slipped out of the holder and touched the force sensor (holder wall). The failure has been caused by a hard mechanical impact during use of the device. The insulin pump should not be exposed to high mechanical forces. The battery cover passed the optical inspection.